Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumonia and pneumoperitoneum are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that after the procedure, patient experienced severe abdominal pain. On (B)(6) 2020 patient was hospitalized for abdominal pain and perioperative pneumonia. A CT scan showed pneumonia and large pneumoperitoneum. Patient was also admitted for neurogenic hypotension and severe dyskinesia. During the hospitalization, patient received unknown type of intravenous (IV) antibiotics. After an unspecified period of time, the patient was transferred to a palliative care unit for comfort measure only. On (B)(6) 2020 the patient went home on hospice care. On (B)(6) 2020, he patient passed away due to unknown causes. An autopsy is being performed with unknown results.